Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was visually examined and photographic images were made. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 399526. The device history record was reviewed; the product was manufactured to specifications and met all acceptance/inspection criteria. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is a reportable malfunction. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the drill bit broke off and remains in the patient.

Manufacturer narrative:
Corrected data: lot number - originally reported as 069652592. Should have been 399526. This event occurred in (B)(6).

Event description:
Allegedly the drill bit broke off and remains in the patient.